Manufacturer narrative:
The device was not in use on a patient. No patient or user harm was reported.

Event description:
The customer reported that when the unit is powered on, it gives error code "air flow sensor calibration." The customer attempted to reseat the cable from the motor controller (mc) to the data acquisition (da) board. The unit still gives the error message, there were no error codes before this issue. The customer checked to make sure the (da) board is seated properly and all pins line up. The customer found during service mode the unit was not giving air assembly information but giving everything else, which points to an issue with air & oxygen (o2) assembly. The customer also found the battery missing from the unit and a missing battery bracket. The remote service engineer (rse) confirmed with the customer they have a bad flow sensor assembly, it was not being registered on the service screen. The customer will attempt to replace the flow sensor assembly and test pneumatics. The device was not in use on a patient. No patient or user harm was reported.

Manufacturer narrative:
After numerous attempts to obtain information on the repair of this device this complaint is being closed. If further information is obtained, this complaint will be reopened.